Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. The review of manufacturing DHR shows that products were manufactured according to the pre-defined specifications. The product inspection reveals that the top was not properly screwed. The air leakage at the level of the top could have prevented the monomer to be sucked into the cylinder. A conclusive root cause of the event was determined to be handling error. (B)(4).

Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury and another unit was available to complete the procedure without delay.